Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identifies that this record is duplicate.

Event description:
Healthcare professional reported "reoccurring infections". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).